Event description:
The customer reported non-reproducible troponin I (access accutni) results, on an alternate access 2 analyzer, for five patients, involving the access 2 immunoassay system. The customer stated three separate patient results, within the risk stratification range, were released out of the laboratory. Amended reports were issued to the hospital. There was no report of patient consequence or change in patient treatment associated with this event. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) observed backlash issues on dispense probes 3 and 5 as well as wash carousel temperature low system errors. The fse replaced the wash pump belt, wash pump rotor, and the stator to resolve the dispense probe backlash issues. The fse also indicated the wash carousel heater, under the mixer area, had a broken wire and replaced the wire. The fse replaced the wash carousel heater to resolve the low temp system error messages. The fse also replaced the substrate probe prior to performing system verification activities. The fse completed a passing system check and precision study using wash buffer and a separate reagent pack. The fse performed a passing high sensitivity system check and quality control (qc) after service completion. The instrument conformed to the manufacturer's published performance specification. Rotor, stator. Quality control (qc) was performing within the customer's established ranges prior to the event. The customer indicated patient samples were collected in lithium heparin plasma sample tubes, centrifuged at 3,600 rpm (revolutions per minute) for ten minutes.